Event description:
The facility has reportedly observed a failure of defibrillation paddles, during routine testing of a monitor with attached defibrillator/pacemaker.

Manufacturer narrative:
The reporter speculated the discrepancy was the result of an interference fit between the product soft carrying case and the defibrillator/pacemaker latch button. The local service rep examined the reported devices and observed proper operation. The carrying case was replaced as a preventive measure and the devices returned to use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.